Event description:
Patient's mother reports hospitalization due to elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The patient's mother reports there is a crack in the battery compartment of the pump, and the battery cap is not able to secure to the pump. The patient continued to use the pump after the visible damage was noted, and did not have a back-up plan in place. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.